Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the implant attempt accessing the coronary vein was not successful and they were unable to cannulate the coronary sinus. The reason given was "likely coronary sinus stenosis". Multiple attempts were made using four different models of catheters. The intended left ventricular lead was never taken out of its packaging. No patient complications have been reported as a result of this event.